Manufacturer narrative:
The complaint device was not returned for analysis. Without a returned device, it was not possible to confirm the reported event and inspect the device for possible root causes. The mfg records for this batch were reviewed and confirm that the device met all specs prior to shipment. The most probable root cause of this event is operational context. It is likely that the device met specs but performance was limited by interaction with other devices, interaction with pt anatomy or other procedural factors.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged. The physician reported the stent dislodged "on a lesion". The pt condition is unk. Add'l info regarding this event has been requested, but has not been rec'd.